Manufacturer narrative:
This report is being filed to provide in investigation: per terumobct global customer support, it is standard practice to filter optiaplatelet products prior to transfusion.according to 'reactions induced by platelet transfusions', febrile non-hemolytictransfusion reactions (fnhtrs) are common in recipients of platelet concentrates. It is widelyknown that transfusion of blood components may cause febrile reactions due to leukocyte orplatelet antibodies in patients who have received previous transfusions and transfusion reactionscan still occur with leukocyte depletion, resulting from platelet-associated cd40l and scd40linduction of prostaglandin e2 synthesis and the synthesis of pro-inflammatory cytokines in a varietyof cells in the recipient, including endothelial cells and fibroblasts. The incidence for nonhemolytictransfusion reactions is estimated to be as high as 30% of platelet transfusions.citation: keifel, volker. Reactions induced by platelet transfusions. Transfusion medicine andhemotherapy. 2008;35:354-358. Doi: 10.1159/000151350root cause: based on the clinical information provided, a definitive root cause could not bedetermined. Possible causes include, but are not limited to:- leukocyte or platelet antibodies from previous transfusions.- platelet-associated induction of prostaglandin e2 synthesis and the synthesis of pro-inflammatorycytokines.- leukocytes present in the product.

Event description:
The medical officer at the customer site administered advil and injection hydrocortisone.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that a patient with multiple myeloma experienced a post transfusion reaction. The reported symptoms were breathlessness, fever, chills and edema on eyes. The medical officer at the customer site administered avil and hydrocortison. Patient status is discharged after stem cell collection. Full patient ID: (B)(6). The spectra optia disposable set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.